Event description:
It was reported that the patient underwent a revision procedure due to deterioration with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the physician alleges the malfunction due to age of device and the patient had trouble inflating the device and recovered following the procedure.

Manufacturer narrative:
Cylinder analysis: product analysis confirmed the reported allegation of cylinder degradation based on the identification of uneven cylinder expansion in cylinder 2. This uneven cylinder expansion was the result of frayed/torn fabric threads as the fabric controls the expansion of the cylinders. Any damage to the fabric would therefore cause the cylinder to inflate different than normal. A fabric hole from broken fabric threads was identified in cylinder 1 along with a fluid leak due to fatigue. This leak would also affect the functionality of the device. The combination of the device malfunctions identified in both cylinders would therefore cause the device to not function properly. Product analysis confirmed a device malfunction. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required. Pump analysis: product analysis identified the pump krt to be worn to the filament; however, this is unrelated to the reported events. The most probable cause of the allegations received were concluded to be due to identified device malfunctions in the cylinders. No further analysis of the pump was deemed necessary nor required. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the pump component; the most probable cause of the reported events was concluded to be related to identified cylinder malfunctions. Based on the results of this investigation, no escalation is required. Reservoir was not returned for analysis.

Event description:
It was reported that the patient underwent a revision procedure due to deterioration with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the physician alleges the malfunction due to age of device and the patient had trouble inflating the device and recovered following the procedure.